Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose at the time of incident was 70 mg/dl. The customer¿s current blood glucose level was 162 mg/dl. The customer had diabetic ketoacidosis couple of times. The customer had high blood glucose level over 400 mg/dl. The customer was treated with snacks and carbs and the blood glucose level went up to 280 mg/dl. The customer¿s physician reported that the customer¿s pump was over delivering. The insulin pump will not be returned for analysis.